Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain") and genital haemorrhage ("excessive and abnormal bleeding") in an adult female patient who had essure (batch no. 50713469) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo-provera) since (B)(6) 2013 for birth control as well as ondansetron since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urinary tract infection ("urinary tract infection") and cervicitis ("cervicitis"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, urinary tract infection and cervicitis outcome was unknown. The reporter considered cervicitis, genital haemorrhage, pelvic pain and urinary tract infection to be related to essure. The reporter commented: discrepancy noted regarding removal of essure.in previous version (summon) it was reported that essure removal date was (B)(6) 2016 and case was incident.however in recent fu its mentioned that "have you had your essure (or any part of the device) removed? No." Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received. Reporter and patient demographics were added. Concomitant drugs were added. Updated suspect drug indication.lot number added. Events urinary tract infection and cervicitis added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain") and genital haemorrhage ("excessive and abnormal bleeding") in an adult female patient who had essure (batch no. C06517) inserted for female sterilisation. Other product or product use issues identified: device use issue "pqs: wrong technique in device usage process". Medical conditions: on (B)(6)2015 patient underwent radiograph for pelvis and right hip. Unremarkable radiographs of the pelvis and right hip. Concurrent conditions included pain in hip, tendonitis, discomfort, sleep disorder, hyperlipidemia, low back pain, headache, fatigue, depression, uterine bleeding and adenomyosis. On (B)(6)2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy on (B)(6)2016). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. The reporter commented: implants: essure device from lot c06517(discrepancy noted in lot number) with coils, 2 in the right and 0 on the left. Essure device was noted to be bent at the time of insertion. Discrepancy noted regarding removal of essure. In previous version (summon) it was reported that essure removal date was (B)(6)2016 and case was incident. However in recent fu its mentioned that "have you had your essure (or any part of the device) removed? No. From medical records - removal details (B)(6)2016): procedure: total laparoscopic hysterectomy and bilateral salpingectomy. Concerning the injuries reported in this case, the following one were confirmed in patient¿s medical records: endocervicitis, genital haemorrhage batch number: 50713469 expiration date: feb-2016 manufacture date: feb-2013. Batch number: c06517 expiration date: 31-dec-2016 man date: 24-dec-2013 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-mar-2019: significant correction were performed. Reporter and patient demographics ,concomitant drugs, lot number, events urinary tract infection and cervicitis & essure insertion & removal dates from fu of (B)(6)2018 were deleted. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain") and genital haemorrhage ("excessive and abnormal bleeding") in an adult female patient who had essure (batch no. 50713469,c06517) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "pqs: wrong technique in device usage process". The patient's concurrent conditions included pain in hip, tendonitis, discomfort, sleep disorder, hyperlipidemia, low back pain, headache, fatigue, depression, uterine bleeding and adenomyosis. Concomitant products included medroxyprogesterone acetate (depo-provera) since (B)(6) 2013 for birth control as well as ondansetron since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urinary tract infection ("urinary tract infection") and cervicitis ("cervicitis"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, urinary tract infection and cervicitis outcome was unknown. The reporter considered cervicitis, genital haemorrhage, pelvic pain and urinary tract infection to be related to essure. The reporter commented: implants: essure device from lot c06517(discrepancy noted in lot number) with coils, 2 in the right and 0 on the left. Essure device was noted to be bent at the time of insertion. Discrepancy noted regarding removal of essure.in previous version (summon) it was reported that essure removal date was (B)(6) 2016 and case was incident.however in recent fu its mentioned that "have you had your essure (or any part of the device) removed? No. From medical records - removal details ((B)(6) 2016): procedure: total laparoscopic hysterectomy and bilateral salpingectomy . Concerning the injuries reported in this case, the following one were confirmed in patient¿s medical records: endocervicitis, genital haemorrhage batch number: 50713469 expiration date: feb-2016 manufacture date: feb-2013. Batch number: c06517 expiration date: 31-dec-2016 man date: 24-dec-2013 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-oct-2018: update of quality safety evaluation of ptc ( pqs event added, FDA code update). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain") and genital haemorrhage ("excessive and abnormal bleeding") in an adult female patient who had essure (batch no. 50713469,c06517) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included pain in hip, tendonitis, discomfort, sleep disorder, hyperlipidemia, low back pain, headache, fatigue, depression, uterine bleeding and adenomyosis. Concomitant products included medroxyprogesterone acetate (depo-provera) since (B)(6) 2013 for birth control as well as ondansetron since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urinary tract infection ("urinary tract infection") and cervicitis ("cervicitis"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, urinary tract infection and cervicitis outcome was unknown. The reporter considered cervicitis, genital haemorrhage, pelvic pain and urinary tract infection to be related to essure. The reporter commented: implants: essure device from lot c06517(discrepancy noted in lot number) with coils, 2 in the right and 0 on the left. Essure device was noted to be bent at the time of insertion. Discrepancy noted regarding removal of essure. In previous version (summon) it was reported that essure removal date was (B)(6) 2016 and case was incident. However in recent fu its mentioned that "have you had your essure (or any part of the device) removed? No. From medical records - removal details ((B)(6) 2016): procedure: total laparoscopic hysterectomy and bilateral salpingectomy. Concerning the injuries reported in this case, the following one were confirmed in patient¿s medical records: endocervicitis, genital haemorrhage. Most recent follow-up information incorporated above includes: on 9-may-2018: medical record was received. Lot number (c06517) was added. Concomitant conditions were added. Essure removal details provided. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain") and genital haemorrhage ("excessive and abnormal bleeding") in an adult female patient who had essure (batch no. 50713469,c06517) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included pain in hip, tendonitis, discomfort, sleep disorder, hyperlipidemia, low back pain, headache, fatigue, depression, uterine bleeding and adenomyosis. Concomitant products included medroxyprogesterone acetate (depo-provera) since (B)(6) 2013 for birth control as well as ondansetron since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urinary tract infection ("urinary tract infection") and cervicitis ("cervicitis"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, urinary tract infection and cervicitis outcome was unknown. The reporter considered cervicitis, genital haemorrhage, pelvic pain and urinary tract infection to be related to essure. The reporter commented: implants: essure device from lot c06517(discrepancy noted in lot number) with coils, 2 in the right and 0 on the left. Essure device was noted to be bent at the time of insertion. Discrepancy noted regarding removal of essure. In previous version (summon) it was reported that essure removal date was (B)(6) 2016 and case was incident. However in recent fu its mentioned that "have you had your essure (or any part of the device) removed? No. From medical records - removal details ((B)(6) 2016): procedure: total laparoscopic hysterectomy and bilateral salpingectomy. Concerning the injuries reported in this case, the following one were confirmed in patient¿s medical records: endocervicitis, genital haemorrhage. Batch number: 50713469 expiration date: feb-2016 manufacture date: feb-2013. Batch number: c06517 expiration date: 31-dec-2016 man date: 24-dec-2013. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Entry of FDA and device problem codes, ptc global number updated, batch information(exp and manufacture dates) added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain') and genital haemorrhage ('excessive and abnormal bleeding') in an adult female patient who had essure (batch no. C06517) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test" and device use issue "pqs: wrong technique in device usage process". Medical conditions: on (B)(6) 2015 patient underwent radiograph for pelvis and right hip. Unremarkable radiographs of the pelvis and right hip. Concurrent conditions included pain in hip, tendonitis, discomfort, sleep disorder, hyperlipidemia, low back pain, headache, fatigue, depression, uterine bleeding and adenomyosis. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown and the menorrhagia had resolved. The reporter considered genital haemorrhage, menorrhagia and pelvic pain to be related to essure. The reporter commented: implants: essure device from lot c06517(discrepancy noted in lot number) with coils, 2 in the right and 0 on the left. Essure device was noted to be bent at the time of insertion. Discrepancy noted regarding removal of essure.in previous version (summon) it was reported that essure removal date was (B)(6) 2016 and case was incident. However in recent fu its mentioned that "have you had your essure (or any part of the device) removed? No. From medical records - removal details ((B)(6) 2016): procedure: total laparoscopic hysterectomy and bilateral salpingectomy concerning the injuries reported in this case, the following one were confirmed in patient¿s medical records: endocervicitis, genital haemorrhage batch number: 50713469, expiration date: feb-2016, manufacture date: feb-2013, batch number: c06517, expiration date: 31-dec-2016, man date: 24-dec-2013, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-oct-2019: pfs received. Events; menorrhagia (heavy menstrual bleeding), did not undergo confirmation test were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pain ("severe pain") and genital haemorrhage ("excessive and abnormal bleeding") in a female patient who received essure for female sterilisation. On (B)(6) 2014, the patient started essure. On an unknown date, the patient experienced pain (seriousness criteria medically significant and clinically significant/intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy on (B)(6) 2016). Essure was withdrawn. At the time of the report, the pain and genital haemorrhage outcome was unknown. The reporter considered pain and genital haemorrhage to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 2-mar-2017: quality-safety evaluation of ptc. Company causality comment: this non-medically and spontaneous case report received via lawyer/attorney refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced pain and excessive and abnormal bleeding, both events are serious due to medical importance and are anticipated in the reference safety information for essure. In this particular case, after approximately two years of use the plaintiff had essure removed. Pain of varying intensity and length of time may occur and persist following essure placement. Although neither plaintiff's medical history nor the exact date were provided, given event's nature a causal relationship with the suspect insert cannot be excluded. In addition, changes in bleeding pattern, including heavy and unscheduled bleedings, may occur within consumers under essure use. Thus, causality between this event and suspect insert cannot be excluded. This case was regarded as incident, since device removal was required. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information is expected through the litigation process.